Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on an unspecified date/time in (B)(6). On an unspecified date/time the patient reportedly obtained blood glucose results of "167, 137, 123, 146, 134 and 137 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. The patient indicated she manages her diabetes with insulin; however, it is unclear what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. According to the csr documentation, approximately seven days later (date/time not specified) the patient claimed she experienced symptoms of low blood glucose specifying shaking, sweating, and feeling depress. On an unspecified date/time in june, the patient indicated she administered self treatment by consuming food and/or drink. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Event description:
Child has type 1 diabetes and is on an omnipod insulin pump. Child had 2 seizures in one day and was transported to our facility from another about 4 hours away. Cause of seizures traced to hypoglycemia. Glucometer in device read a blood glucose of 164 mg/dl according to grandparents who used the device. Paramedics reported a glucose of 50 mg/dl. In our facility, the glucometer in the device read a consistent 40 mg/dl higher than did our glucometers. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: type 1 diabetes mellitus. Event abated after use: yes.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that during a carotid angiography treatment procedure, bleeding occurred. Vascular access was obtained via the femoral artery. A carotid angiogram was conducted and after the procedure was completed, during the removal of the guide catheter and another manufacturer's guide wire, blood began "shooting" from the valve of a 5 fr x 11 super sheath introducer sheath. As a result, a moderate amount of blood was lost. Pressure was immediately applied to the femoral access site after the sheath was removed. The procedure was completed with this device. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up # 3 (04/15/11)-device evaluation: the retain test strips failed due to a high bias at the 100 mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.